Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. The patient effect of tissue damage is a known risk of the procedure. Factors that may contribute to a guide separation include, but are not limited to, challenging anatomy, high angle of insertion, excessive downward force, or aggressive downward or torsional pressure by user. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (IFU), as a possible adverse event of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers. B3: date of event estimated as 12/4/2024. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a vessel closure of an unspecified access site using the pre-close technique prior to an unknown procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, a guide separation occurred with ten proglide devices in a row, causing severe vessel damage. Manual compression was applied to keep the patient stable. The procedure was completed. The method used to achieve hemostasis was not provided. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.